Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide updated additional information in section d4,section h4, h10 DHR review and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implant date : implanted date: device was not implanted. Explant date: explanted date: device was not explanted. Occupation - inventory coord device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was used during a procedure. In recovery they had issues with blood oozing. Additional information was received on (B)(6) 2021: the procedure was a heart catheterization using a 6fr procedural sheath. Procedure was done using an ultrasound with a micro puncture kit. Manual compression was held to achieve hemostasis. There were no issues with the device during the procedure. An angiogram was performed.